Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous unspecified vessel. A 4.5mm x 15mm maverick xl balloon catheter was selected for dilatation and upon insertion, it was noted that the balloon ruptured and the blood flowed into the device. The device was removed intact and the procedure was completed with another of same device. No patient complications were reported and the patient's status was good.